Event description:
The manufacturer received information alleging, when a sales representative turned the power on in a patient's home, a ventilator inoperative condition occurred. The device was not in patient use. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging, when a sales representative turned the power on in a patient's home, a ventilator inoperative condition occurred. The device was not in patient use. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative occurred soon after powering it on. An error code indicating an abnormality of data in the memory was recorded in the event log. The device's power management board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information alleging, when a sales representative turned the power on in a patient's home, a ventilator inoperative condition occurred. The device was not in patient use. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative occurred soon after powering it on. An error code indicating an abnormality of data in the memory was recorded in the event log. The device's power management board was replaced to address the issue. The manufacturer's product investigation lab (pil) can confirm the alleged failure of the trilogy evo system board. Visual inspection found no defects. Pil concludes the error was generated due to a software issue.